Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about(B)(6) 2008 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving an accolade stem that mated with a metal head was reported. The event was of corrosion was confirmed through clinician review of the provided medical records. The event of abnormal ion level was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2008: implant sheet. 62mm-h trident psl ha cluster shell, 40mm-h 00 x3 trident liner, 3x 6.5mm torx cancellous screws 25mm, 25mm, 20mm, accolade tmzf plus hip stem #4, 40mm +8mm v40 lfit anatomic head. (B)(6) 2020: medical records. Or count sheet and op note. Revision tha due to trunnionosis and catastrophic failure. Implants: restoration modular stem 18mm x 155mm, 58 polyethylene mdm, 28mm +4mm ceramic head, cone body 23mm +10mm, h metal liner. Well-fixed shell, significant metallosis, significant trunnionosis and catastrophic failure, well fixed stem, negative frozen sections. Bursa and abductors involved, hip effectively dislocated, trunnion with wear and notching. Stem extracted with osteotomes and burr. Cup stable. Femur prepped for restoration modular. Mdm used. Pacu films with no fx well positioned hip. Confirmation: the event, a revision hip arthroplasty for trunnion-head problems and ¿trunnionosis¿ can be confirmed. The allegations of excessive levels of co and cr in the blood, injuries, and/or device recall could not be confirmed without examination of additional medical records. Root cause: the root cause was likely related to a v40-lfit recall issue, but this cannot be confirmed without confirmation of the lot numbers and/or the explants. The root cause of increased metal levels if established by additional medical records would be the result of the trunnionosis/metallosis. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the medical review comment indicated: the event, a revision hip arthroplasty for trunnion-head problems and ¿trunnionosis¿ can be confirmed. The allegations of excessive levels of co and cr in the blood, injuries, and/or device recall could not be confirmed without examination of additional medical records. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update 01 september 2021: based on the medical review comment: revision tha due to trunnionosis and catastrophic failure.